Event description:
The lariat was being used to ligate the left atrial appendage. A pericardial effusion developed shortly after the first tensure tightening. There case was unremarkable up until that juncture. A perocardial drain was immediately placed and blood aspirated from the pericardium. The blood evacuated was auto-tranfused back into the patient and the patient's blood pressure remained relatively stable. The physician decided to send the patient to surgery because the effusion would not subside. The surgeon repaired one anterior and one posterior laceration of the laa. It was reported that this patient had abnormally high cardiac motion causing excessive relative motion between the device and the target tissue, which may have contributed to the event. The patient was reported to be recovering normally following surgery.